Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had lost prime 6-7 times. The reporter indicated that the patient was experiencing low blood glucose levels in the 37-50 mg/dl range with no reported symptoms. The reporter indicated that the patient was recently prescribed a new medication for managing blood glucose levels and the insulin rates were being adjusted to manage blood glucose levels while taking the new prescription. The loss of prime issue was reviewed with the reporter and the reporter indicated that the pump cartridge cap was not tightened to the pump appropriately, the cartridges were being reused and were filled with refrigerated insulin against recommendations. The reporter stated that the pump was emitting the loss of prime warnings so often that the patient stopped disconnecting from the pump when repriming to clear the warning. This report is made based on the allegation that the patient experienced hypoglycemia as a result of use error of the insulin cartridge device.

Manufacturer narrative:
The cartridge has not been returned to animas. The instructions for use tell the patient to fill the cartridge with room temperature insulin. The pump user guide instructions the patient to disconnect from the pump prior to performing the rewind, load, and prime steps and the pump displays a reminder to disconnect from the infusion site when entering the ezprime steps. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.